Event description:
It was reported that this was an arteriotomy closure of the highly calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to a bilateral iliac interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first and second proglide devices. The third proglide device came completely out of the access site when it was pulled back during step 1, causing a perforation. The sheath was upsized to a 12f sheath to control the bleeding and the bilateral iliac procedure was completed. A surgical cutdown was performed to treat the perforation. Hemostasis was achieved with a surgical patch. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible that the reported patient coughing during the procedure may have contributed to the device pulling out the access site. The reported patient effects and treatment appears to be related to the circumstances to the procedure. The patient effect of hemorrhage and perforation are listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.